Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. The field service engineer (fse) reseated row board cables on the back of each affected drawer to restore proper connectivity. After reseating the cables, testing was performed using the hardware test application. Registered pharmacist tested in the application and cleared failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to release a cubie and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.